Event description:
Customer reported that he had high blood glucose. Customer stated that he had an MRI and did not remove the insulin pump. Customer stated that the unit was alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase. Unit had cracked reservoir tube lip and scratched display window.